Manufacturer narrative:
This report is submitted on november 14, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: location of device unknown.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. Explantation surgery is scheduled; however, not confirmed to have occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted january 19, 2017.